Event description:
Pt with history of degenerative arthritis requiring a right hip replacement. Initial surgery on (B)(6) 2011 was a right total hip replacement using an s-rom system with a 15 x 20 stem long neck offset with a 32 bearing head, cobalt chrome +3 and a 54 cup with a polyethylene 32 mm bearing surface put in the 9 o'clock position. Initial post operative x-ray, and follow up x-rays show good position. On (B)(6) 2011, pt complains of pain in groin. Pt states that he noticed a "noise" in the joint and felt a pop. He couldn't put much weight on it. X-ray taken was showing that the polyethylene is either split and worn or split or dislodged itself from its fixation and spun. On (B)(6) 2011, pt was returned to operating room for revision of polyethylene and femoral head to right total hip replacement. Finding during the procedure showed disassociation polyethylene liner, with evidence that the locking tines had failed in 3 locations, and the head was scratched on the bearing surface.